Event description:
It was reported that this pacemaker-dependent patient experienced a syncopal episode and was hospitalized. Upon interrogation, this device was found to be in safety mode and it was confirmed the syncopal episode occurred due to a six second pause in pacing. Boston scientific technical services was contacted and confirmed the need for emergent device replacement. The physician surgically explanted and replaced the device to resolve the event. The patient was stable and this device is expected for analysis, but has not yet been received.